Event description:
On (B)(6) 2024, I had lasik at lasik plus. During the course of a week, I started to develop severe anxiety. As time went on the anxiety became so intense that I feared for my life. On (B)(6), admittedly to the ER for a panic attack. From that point I started to meet with counselors and therapist and met with a mental health facility for an intensive in-house rehabilitation center. While the in-house treatment plan was decided not to be a good fit for me, I had to meet with a therapist and psychologist multiple times a week. To this day I am still experiencing anxiety and depression related to the procedure, but I no longer fear that I will harm myself. I have chosen to report this as I think others should be made aware of the mental health aspect that can come with this procedure.